Event description:
Additional information was received to report that poor expansion of the transcatheter aortic bioprosthetic valve (tav) was observed. Following the implant of the valve, the patient's hemodynamics did not improve as expected. Per the physician, the valve was not a direct cause to the hypotension; however, the valve cannot be ruled out as a contributing factor, and there was no relation between the hypotension and delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b1, b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013259440); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve implant procedure was implemented in an emergent fashion due to the patient's low ejection fraction and hemodynamic instability. Prior to commencing the procedure, the patient was on percutaneous cardiopulmonary support (pcps). A pre-implant balloon aortic valvuloplasty (bav) was then completed with an 18-millimeter (mm) balloon. The transcatheter aortic valve was then successfully implanted. Following implantation, an attempt was made to decannulate the pcps prior to the patient leaving the operating room. This attempt was ultimately unsuccessful as the patient's blood pressure was still hypotensive at 75/45 millimeters of mercury (mmhg). The attending physician noted that the patient's blood pressure had improved in comparison to before the procedure, however, it was decided to continue pcps support for the patient in the intensive care unit (ICU).